Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the after testing for 5 days, the reported issue was unable to be confirmed. The device was returned to the customer.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) screen is intermittently turning completely blank white. The device was returned to nihon (B)(4) and is currently under evaluation. Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) screen is intermittently turning completely blank white.